Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient is having problems with their blood glucose (bg) levels going high. The reporter stated that the bg level was 360mg/dl with ketones for the past two weeks. The reporter stated that they went to their healthcare professional (hcp) today for the issue and it was discovered that the boluses was not being recorded in the pump. An air bolus was completed in the hcp's office and it was not recorded in the pump history. The hcp advised the reporter to get pump replaced for the patient. This report is being made due to alleged hyperglycemic event the patient experienced due to the alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the users programmed basal rates are correctly reflected in the daily insulin delivery totals. There are no errors or alarms related with the complaint in the black box or alarm history. A 10 unit audio and a 10 unit normal bolus were successfully performed. Both boluses were accurately recorded in the pump history. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specifications. Investigators were unable to duplicate the complaint during the investigation.